Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/d, the customer was treated with an insulin drip. The caller stated that the insulin pump is delivering too much insulin. Troubleshooting was performed, and the time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and found that the mother could not locate two boluses that should have been delivered. Further testing was not performed as customer did not have more supplies. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.